Event description:
(B)(6)-purchased "on/go at-home covid-19 rapid antigen self-test, 2 tests per pack, test results in 10 minutes, FDA eua authorized, expiration extended" appears to be "access bio carestart covid-19 antigen home test." Unable to find information re. This test by searching for "on/go," "access bio," or "invitrio" on FDA.gov website. The letsongo.com website states that "as of (B)(6) 2021, on/go tm covid-19 antigen home test is authorized to use with individual anterior nasal swab specimens from individuals age 14 years and older (self-collected), or 2 years and older (collected with adult assistance) for non-prescription home use by FDA under the eua ((B)(4))." However, a shelf-life extension authorization letter from the FDA on january 20, 2022 reproduced on that website is for the "carestart covid-19 antigen home test," and does not mention "on/go." User comments on (B)(6) indicate 1,045 positive reviews vs. 1,682 critical reviews complaining about incorrect test results, expired tests, failed tests, and critical difficulties using the associated iphone app. Although it may well be that all of this is above-board, I find it difficult to have confidence in this test, and hope you will be able to take any indicated actions if you are able to investigate. FDA safety report ID # (B)(4).

Event description:
(B)(6)-purchased "on/go at-home covid-19 rapid antigen self-test, 2 tests per pack, test results in 10 minutes, FDA eua authorized, expiration extended" appears to be "access bio carestart covid-19 antigen home test." Unable to find information re. This test by searching for "on/go," "access bio," or "invitrio" on FDA.gov website. The letsongo.com website states that "as of (B)(6) 2021, on/go tm covid-19 antigen home test is authorized to use with individual anterior nasal swab specimens from individuals age 14 years and older (self-collected), or 2 years and older (collected with adult assistance) for non-prescription home use by FDA under the eua ((B)(4))." However, a shelf-life extension authorization letter from the FDA on january 20, 2022 reproduced on that website is for the "carestart covid-19 antigen home test," and does not mention "on/go." User comments on (B)(6) indicate 1,045 positive reviews vs. 1,682 critical reviews complaining about incorrect test results, expired tests, failed tests, and critical difficulties using the associated iphone app. Although it may well be that all of this is above-board, I find it difficult to have confidence in this test, and hope you will be able to take any indicated actions if you are able to investigate. FDA safety report ID # (B)(4).